Event description:
As reported by the user, a pt of unk age or gender presented for a peripherally inserted central catheter (PICC) placement procedure. During the procedure, the dilator came apart upon insertion. The procedure was successfully completed without further complication. There was no report of harm or injury to the pt due to this event.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Although the reported defective device is not available for return, an investigation into the root cause of the incident is in process. The results of which will be submitted via a f/u medwatch. (B)(4).